Event description:
A valiant stent graft system was inserted but not implanted in the patient for the endovascular treatment of a 35.3mm thoracic aortic aneurysm. It was reported that the stent graft delivery system was advanced to the intended landing zone however; the physician was unable to deploy the stent graft. After repeated attempts the physician removed the stent graft delivery system as the operation was long time and the patient's blood pressure was not stable. The operation was ended. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary: upon analysis of the returned device, a gap of 1mm was observed between the end of the stent graft cover and the tapered tip; specification is 1-1.5mm. The stent graft material was partially overlapping. The distal tip was damaged and deformed. No further damage was observed to the device. The stent graft was deployed with no difficulties noted. If information is provided in the future, a supplemental report will be issued.